Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's pump and high blood glucose levels. The mother states the son had to go to the hospital to have their blood glucose levels treated. The mother states the customer was not admitted into the hospital and was not assisted in anyway, other than being told to go to the pharmacy to get needled. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer also received weak battery and battery out limit alarms. Troubleshoot was conducted. The contacts on the battery cap were found to be damaged. The customer was advised that a replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.